Event description:
A healthcare professional reported that the eye tracker was not working during the completion of a right eye refractive procedure and could not track the pupil. The treatment was completed to 90% using the eye tracker and 10% of the treatment was completed without the eye tracker. Additional information has been requesting for this report. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).